Event description:
During deep brain stimulation on (B)(6) 2009, head ring slipped. The procedure was completed. No injury occurred as a result of the event. The event resulted in a delay in patient procedure. The head rings were noted to have visable cracks. They have been returned to manufacturer for evaluation. Additional clinical information requested from the reporting facility.

Manufacturer narrative:
The device involved in the reported incident is expected to be received for evaluation. An investigation has been initiated based upon the reported information.